Manufacturer narrative:
The customer indicated that the devices were discarded. A rep sample from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of air in tubing sets. It was reported that air bubbles were noted in an unspecified number of pre-filled morphine 1 mg/ml vials, which were attached to the sets. The customer contact reported that the nurses believe air was entering "between the tubing and the injector." It was reported that an extension set with an integrated air eliminating filter was attached to each set and no air was noted distal to the filters. Therapies were resumed after the nurses cleared the air by disconnecting the sets and flushing the lines, or after changing the sets. There were no reported adverse pt effects. No medical interventions were required.